Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was found to have a thermal damage on the molded insulator of the grips at the distal end. No pieces appear to be missing. No additional thermal damage was found on the instrument. An electrical continuity test was performed, and the instrument passed. There was no obvious damage to the conductor wires. The root cause of this failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. Failure analysis investigations reported additional observation not reported by the customer: the instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a .024 offset at the tips.

Event description:
It was reported that during central processing, the force bipolar instrument was found to have a chip out of the jaw on the darker gray material on back side of the jaw. There was no report of patient involvement.